Manufacturer narrative:
G4: 04sep2020, b4: 04sep2020 . This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date, with the admitting diagnosis not reported. Relevant medical history included a dependent need for noninvasive (niv) ventilation therapy. No relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed niv ventilation therapy via the respironics v60 ventilator; device settings, configuration, and prescription not reported, with wilamed circuit with active humidification (bts3297a), vyaire airlife mask (large), and wilamed aircon humidifier; lot numbers and expiration dates not reported. While admitted and receiving ventilation therapy between the hours of 0100 and 0400 on (B)(6) 2020, the device switched off without generating any audible or visual alarms, and the light on the start button was on, but the device could not be started. No relevant laboratory data was reported. No adverse event was reported or associated with the use of this device. A philips authorized representative evaluated the device and was able to duplicate the symptom. The reported device symptom was resolved when the battery was removed and then reinserted into the device. Review of the provided diagnostic report (drpta) from 21jun2020, showed that the device was in bilevel positive airway pressure (bipap) mode, a patient disconnect and four high rate alarms occurred on (B)(6) 2020, and the device did not generate any power-on self-test (post), continuous built-in test error, or system shutdown error. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined. No parts were returned to failure investigation; therefore, the reported issue's root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jul2020.

Event description:
A customer reported to philips that the respironics v60 ventilator suddenly turned itself off and did not generate any alarms while delivering non-invasive therapy to a patient. The customer reported that the unit was in use on a patient at the time of the device behavior.